Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a tc arthrodesis the screw went nicely trough tibia, but when entering talus, it did not enter at all. There was no pre-drilling done; it was also reported that the talus was very dense bone. Because the screw was not deep enough, the surgeon removed the screw. The screw was difficult to remove; it was hard to back up. Screw the surgeon chiseled away some bone from below the screw head and then with the use of heavy forceps, the screw came out. The surgeon inserted a new guide wire to a different place and then inserted new screw, which went its place through tibia and talus nicely. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device received for evaluation on (B)(4) 2014. Manufacturing evaluation: the cannulated screw was analysed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The screw shows at the front part a spreading of the cutting. Also at the head and inside the hex are wear marks visible. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. Due to the damages at the whole part, we can only assume that too much mechanical force had been applied during the surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of birth reported as 1953; unknown month and day. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.